Event description:
A critically ill patient was admitted from an outside hospital ICU with presumed pancreatitis and splenic vein thrombosis. He arrived intubated with a teleflex isis 8.0 endotracheal tube (ett) 12.od, length 28 cm, with subglottic suction. It was inserted to 26 cm at the teeth. The following morning he experienced a brief bradycardic arrest after intermittent ventilator high airway pressures. CPR was started and the patient was removed from the ventilator and bag ventilated. A suction catheter was passed through the ett and met resistance so a bronchoscopy was performed and a kinked ett was identified. We were able to relieve the obstruction by manipulating the ett and the patient was sent for an emergent CT scan to evaluate his pancreatitis as a potential source for worsening sepsis leading to his arrest.upon his return to the ICU, high pressures continued so a decision was made to exchange the ett. The patient was heavily sedated and paralyzed. A cook catheter was placed and the ett was removed over the cook catheter. The providers were unable to advance a new #8 ett. At that time the patient became bradycardic, likely vagal response, and a brief round of chest compressions was again initiated. Glycopyrolate was administered in divided doses. Mask ventilation was performed until vital signs stabilized. An aintree catheter was also advanced over the cook catheter to provide additional stability and a 7.0 ett was successfully placed, however the patient experienced an additional episode of bradycardia during placement with subsequent asystole requiring additional round of chest compressions. The patient stabilized after approximately 3 minutes.issue: defective ett placed critically ill patient at risk. Patient experienced a bradycardic arrest due to auto-peep resulting from a kinked ett. Patient required bronchoscopy and ett exchange resulting in another cardiac arrest requiring emergency treatment. The patient's unstable condition meant he had little physical reserve to tolerate the needed ett exchange.